Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique resulting in peritonitis. The breach was not further specified. On an unreported date, the patient was hospitalized and treated with an injection of unspecified anti-inflammation drugs (dose, frequency and route not reported) for the peritonitis. At the time of this report, the patient had not recovered. It was not reported if the patient was retrained on proper aseptic technique. Action taken with pd therapy was not reported. Additional information is not available.